Event description:
Patient underwent avr with # 25 trifecta pericardial tissue valve with temp vent pacing wires. On admission to cardiovascular ICU: as the rt was caring for the patient, he was arranging the oxygen/air hose as well as the data validate cable on the back of the ventilator. While the cable/hose was being adjusted, the ventilator reported a circuit disconnect and no ventilation was being delivered by the ventilator. The rt then readjusted the cables and when pressure was relieved from the data validate cable, the ventilator started again. There was no harm to the patient.